Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event. Per additional information received, the procedure was completed successfully with a replacement device with no reports of adverse consequences or medical intervention.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: heard a pop and smelled like burning. Confirmed failure: damaged component. Error code. Probable root cause: improper set-up conditions, poor airflow in console, poor ventilation around console, ambient temperature around console higher than recommended.

Event description:
It was reported that there was a thermal event. Per additional information received, the procedure was completed successfully with a replacement device with no reports of adverse consequences or medical intervention.